Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the tha, the surgeon found a fragment on the cup before he locked it on the pt acetabuli. He removed it and complete the tha without any problems.